Event description:
It was reported that cgm displayed malfunction error and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, confirmed that error did not return, and successfully started new sensor session.